Event description:
Prior to the procedure, the initial aortogram revealed the left and right renal arteries were open. The clinician described the patient as having heavily calcified arteries causing some difficulty in positioning the device. During positioning and prior to deployment of the gore excluder endoprosthesis trunk-ipsilateral device, a second aortogram revealed occlusion of the left renal artery due to an embolism. Several unsuccessful attempts were made to re-establish flow through the left renal artery. The clinician then decided to continue with the procedure and deployed the trunk-ipsilateral and contralateral components. At the close of the procedure it was noted that the left renal artery remained occluded. The clinician believes that in addition to the left renal artery embolish that there may have been addition emboli to the mesenteric vasculature, explaining the patient's poor post operative course ending in the patient's death on post op day three.